Event description:
During the procedure two cyphers have been implanted from distal left internal mammary artery (lima) to the native left anterior descending artery, but the cypher seems fractured on the overlapped part in the left internal mammary artery. The lot numbers were not available, because the stents were implanted in another hospital a few years ago.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This product is similar to us cypher. This is the first of two products used during the same procedure on the same patient, which is associated with mfg report #9616099-2008-02242.